Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found no issue with the external pressure and EKG connectors, and could not duplicate the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an inoperative external pressure input. There was no patient involvement.

Manufacturer narrative:
Corrected fields: h6 (component codes).